Event description:
Leica biosystems was contacted with a complaint for sub-optimal processing of patient tissue. On (B)(6) 2023, the assigned leica biosystems field applications specialist received information from the complainant that tissue was undiagnosable. Multiple attempts were made by leica biosystems to obtain the patient identifier information from the complainant, for the undiagnosable tissue; however, no additional information has been provided to leica biosystems.